Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the inner and outer layers of the toga were separating. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event. It could not be confirmed whether the material tore due to the material separation. This event is being reported because a tear could result in a breach in sterile barrier protection between the user and patient.